Event description:
A cracked and shattered touchscreen was reported, rendering the pump¿s display unresponsive and illegible. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer will use multiple daily injections (mdi) as a backup therapy and has been informed that a replacement pump with updated software will be sent. Comprehensive instructions were provided for transitioning to the replacement, including putting the pump into storage mode and returning the problematic pump to tandem. The customer understood the procedures and steps needed with the replacement pump.